Event description:
It was reported that the patient had a longevity calculation to estimate the life of his implantable neurostimulator (ins). The patient had two programs. Program 1 was set to an amplitude of 4.3 volts, a pulse width of 450 microseconds, and a rate of 40 hz with a configuration of two anodes and one cathode. Program 2 was set to an amplitude of 4.6 volts, a pulse width of 450 microseconds, and a rate of 40 hz with a configuration of two anodes and one cathode. It was noted that the patient's device was on for 8 hours per day and had an expected elective-replacement-indicator (eri) date 2.92 years from the test and an end-of-service (eos) date 3.17 years from the test. The ins battery voltage was 2.980 volts. It was also reported that the patient will undergo a revision procedure; it was planned that the patient's ins would be moved from one side to the other due to the device being uncomfortable.

Event description:
Additional information was reported that an x-ray was performed in the operating room and all leads looked in place (same level from implant) and everything looked connected. Also, impedances were checked and all were in normal range. The patient had the device relocated from the right to the left side of the lumbar region. The patient had great stimulation and was happy with the therapy. No devices were replaced.

Manufacturer narrative:
Product ID: 377860, lot#: v008334, serial#: implanted: 2006 (B)(6), explanted: product type: lead, product ID: 37752, lot#: serial#: (B)(4), implanted: 2006 (B)(6), explanted: product type: recharger, product ID: 37743, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).